Event description:
It is reported that a customer received a battery error on their insulin pump even after inserting new batteries. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that (B)(4) aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer insisted on having their insulin pump replaced. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Findings: unit received with blank display due to corroded battery tube. Unable to perform operating currents to verify failed battery test due to blank display. Unit had minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.